Event description:
The account alleges that the device has unintentional movement of the head section.

Manufacturer narrative:
(B)(4). (B)(4). The analysis showed that the 6tb45 device was received in good visual condition and with two reloads present. The reloads were received fully fired and with the reload lock out springs normal. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an appendectomy procedure, the surgeon decided to take the appendix with the endo stapler he opened and fired. He waited after the firing about thirty seconds and then opened the jaws of the instrument. In the beginning it looked good but then he noticed that the distal end of the fire has no clips so he opened a new reload. Both reloads are attached. Another like device was used to complete the procedure. Surgery was prolonged fifteen minutes. There were no adverse consequences for the patient.